Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pullback or advance. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. Device was inserted into test dispenser coil. Leak is located on the outside edge of the device. During image characterization testing, no image appeared in the system due to electrical open at proximal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. Imaging core wind up in the hub assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal left anterior descending artery. During a percutaneous coronary intervention (pci) , the opticross imaging catheter was used to perform an intravascular ultrasonography. Pre-intravascular ultrasonography was successfully performed with this device, however during post intravascular ultrasonography, lost image occurred without encountering resistance. Reconnection did not resolve the issue. The procedure was completed with another with the same device. No patient complication reported and the patient's condition is good. However, device analysis revealed a hole at the lap joint area.